Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an audible alert and the patient was admitted to the hospital. The patient underwent physical maneuvers and oversensing of noise was reproduced. The lead was suspect of a fracture. The lead was reprogrammed and was scheduled to be removed with a leadless device as a replacement. The lead remains in use. No patient complications have been reported as a result of this event.